Event description:
It was reported the customer had a high blood glucose of 480 mg/dl. The mother stated she had treated her son with a manual injection. The mother had changed the son's infusion set earlier in the morning. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)